Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
Visual inspection revealed the secondary motor cam follower to be out of bottom dead center (bdc) position indicating the driver was operating on the secondary motor. The driver's alarm history was reviewed and revealed fault codes produced as a result of the primary motor not being engaged. Investigation testing determined that the root cause of the primary motor not operating was a malfunction of the main printed circuit board assembly. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.